Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium large clip applier instrument jaws would not close smoothly. One side of the instrument jaws would not move, then suddenly jerk closed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify the external event to be related to the customer reported complaint. The medium large clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved smoothly with full range of motion in all directions. The grips opened and closed properly without jerking. The clip test was performed and passed without any issues. The instrument was fully functional and there was no problem detected. A review of the instrument log for the medium large clip applier (470327-12/n11210322-0220) associated with this event has been performed. Per logs, the medium large clip applier instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had 72 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument jerked/moved in an unexpected way when instrument jaws were attempted to close). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, and the issue could not be replicated through failure analysis testing, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. If the initial reporter submitted a report to the FDA.